Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced ineffective therapy. X-ray confirmed that the patient¿s lead had migrated. Additionally, patient experienced difficulty charging the ipg. It was suspected that the ipg may be too deep. As such, surgical intervention took place on (B)(6) 2024 wherein the lead was repositioned back and the ipg was placed closer to the skin to address the issues.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that effective therapy was confirmed post op and the charging issue has been resolved.